Event description:
The customer reported that during a pacemaker replacement procedure for normal battery depletion, this right ventricular lead was surgically abandoned (capped) due to impedance measurements as low as 140 ohms. A new lead was successfully implanted and no adverse patient effects were reported. The lead was actively implanted for approximately 7 years, 1 month.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. A new lead was successfully implanted and no adverse patient effects were reported. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.